Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis:degenerative disc disease and spinal stenosis procedure: l2-s1 transforaminal lumbar interbody fusion it was reported that intra-op, crosslink set screw broke while attempting to break off. No fragment of the broken remained inside the patient. No patient complications were reported as a result of the event.